Manufacturer narrative:
Sections with additional information as of 21-apr-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: ketone test strips were returned for evaluation. Product testing was performed and no defect found. Returned product was forwarded to packaging. Internal evaluation was completed and no abnormalities were observed. Most likely underlying root cause: mlc-063: damaged during transit.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Investigation is pending most likely underlying root cause is pending investigation completion note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern -unable to establish contact with customer.

Event description:
Consumer reported complaint for the ketone test strips. Customer had purchased 100 count of the ketone test strips and stated that one of the test strips vials had been open when received. Customer did not indicate the box had appeared to be tampered with. Customer did not perform any tests using this vial of test strips. Customer is using the ketone test strips for the keto diet. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The ketone test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed